Manufacturer narrative:
The pipeline device performed as intended; there were no device issues reported. The cause of continued aneurysm filling could not be determined based on the information provided. At this time the information provided is not significant enough to determine a causal relationship with pipeline implantation. Based on the reported information, there is no evidence suggesting that the device was defective, but rather an event related to the patient condition. Mdrs related to this event: 2029214-2016-00385, 2029214-2016-00387.

Event description:
Medtronic received report that a patient underwent retreatment after pipeline implantation. The patient had initially undergone implantation of a pipeline device four years prior to treat a right paraclinoid aneurysm. Two years after the initial treatment, the patient underwent retreatment in which two additional pipeline devices were implanted to treat residual filling of the aneurysm. Four years after the initial treatment, follow up angiography showed persistent filling of the aneurysm with the right ophthalmic artery running from its pouch. The patient again underwent cerebral angiographic evaluation and endovascular treatment of an unoccluded paraophthalmic segment aneurysm. During the procedure, it was observed that there was residual filling of a remnant aneurysm arising from the paraophthalmic right ica. A single pipeline device was deployed within the supraclinoid right ica. Successful deployment was indicated by marked reduction in the rate of aneurysm filling. The procedure was considered successful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.